Event description:
Hold for binu 02/09/2016subtherapeutic inr and increased ldh on clinic visit ((B)(6) 2015), on warfarin and asa 81 mg; pt started on enoxaparin. Pt admitted (B)(6) for increased sob, chest pain and dark urine, he denied pump alarms. Admission labs: ldh>900 with inr 1.7, heparin gtt started with a ptt goal 60-75, tirofiban started for likely thrombus. Ldh decreased then rose despite therapeutic aptt, sodium bicarbonate gtt started for urine alkalinization. On (B)(6) 2015 pt with new expressive aphasia and right sided weakness, lmca embolic stroke per CT. Pump exchange was not considered due to acute cva. Tpa was not given d/t active anti-coagulation. Per neurology, cta showed no occlusion so no intravascular intervention, medical management proceeded. Heparin and tirofiban continued. Tirofiban disconnected on (B)(6) and asa 325mg restarted. Ldh rose on therapy (B)(6) with multiple power spikes and flows, aptt goal increased to 70-80. Arf and rv dysfunction ensued requiring inotropic support. Pt had hemorrhagic conversion of the lmca with midline shift on (B)(6) requiring intubation. Due to difficulties of anticoagulation and poor neurological prognosis, the family pursued palliative management.